Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening extended on posterior, yellow biological tissue and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
The doctor reported rupture, confirmed by mammography and colour loss of the left implant. This record relates to the left side. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
The doctor reported rupture, confirmed by mammography and colour loss of the left implant. This record relates to the left side. The device has been removed.